Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 5076 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular epicardial lead capture threshold fluctuates. At the time of implant about one year previous, the capture threshold was 2 volts and now the output is 6 volts. The patient will be brought into the clinic for additional testing and the lead remains in use. No patient complications have been reported as a result of this event.